Event description:
It was reported by service report that the breakaway head section would not stay up. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Head section, cross bar.